Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) had recorded what appeared to be a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt). The ra lead was reprogrammed and the crt-d and ra lead remain in use. No patient complications have been reported as a result of this event.